Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: four samples. There are no previous complaints of this batch. Review the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Samples were subject to an analysis of tensile strength and the results meet the requirements of the OEM. Final conclusion: the complaint not corresponding (not justified). Actions on product: no corrective or preventive action as the samples tested fulfilled OEM specifications and the review of the batch manufacturing record showed no deviations.

Event description:
Country of complaint: (B)(6). Thread broke while suturing an incised/ruptured uterus.